Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 47 mg/dl, 112 mg/dl,42 mg/dl. Customer stated they ate 18 grams of fruit. Customer reported they receive calibration not accepted alert and did not receive sensor updating. Customer performed transmitter test and it was passed. The device will not be returned for analysis.